Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 72 mg/dl at the time of the incident. It was reported that the keypad button had frequently no or intermittent response by button press. It was also reported that the insulin pump's block mode was not active and that the max bolus/basal was not set to 0.0. Battery change was performed but the issue persisted. The alarmed occurred during normal use. There was no indication of the issue being resolved during the call. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. There was no indication of the insulin pump returning for analysis.

Manufacturer narrative:
Pump error 63 alarmed during self test moisture damage on keypad traces. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, severely scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, stained keypad overlay buttons, slightly damaged keypad overlay texture, severely faded serial number label, peeling end cap address label, corrosion on force sensor assembly, moisture damage on motor assembly and moisture damage on all electronic assemblies.